Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A kink was noted on impella catheter by outlet. Attempts to reposition impella to remove the kink were unsuccessful. Re-access port was wired and exchanged for 14fr introducer placed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2024-08050 was provided in sections b2, b5, d6, h1, and h6.

Event description:
Additional information noted that the procedure outcome was that patient expired due to cardiac arrest. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.